Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received. It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. It was confirmed that the plunger of the prostyle could not be depressed at all. Manual compression was used to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was a closure of an unspecified access site using a prostyle device after an interventional procedure. Reportedly, the physician could not press the plunger all at once. The method used to achieve hemostasis is unknown. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.